Event description:
It was reported that the patient had inappropriate shocks in other sensing vectors. Also, the smartpass feature had programmed itself off. The patient is now in the clinic for system optimization. There were no additional adverse patient effects. The system remains implanted.